Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy. After firing, they noticed bleeding from the second staple line at the pulmonary vein and the third staple line at upper middle lobe of the lung. The bleeding was arrested with an electrosurgical knife. No air leak was confirmed using a leak test. Subsequent firings with different reloads were successful. Patient had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.